Event description:
It was reported that the right ventricular lead exhibited high thresholds and increased impedance; this was a gradual process. The patient was asymptomatic. The physician decided to watch the lead and monitor the patient normally.